Manufacturer narrative:
Service rep swapped the broken video wire with the spare video wire available in the inter-connect cable. After swapping wires was able to successfully flouro. Functional check carried out system works as intended.

Event description:
Customer reported system not "fluoroing". After booting up normally.